Event description:
The report received from the affiliate states that during deployment of the smart control stent the stent twisted and folded on itself. The lesion was not fully covered by the stent and another stent was deployed to treat the entire lesion. The patient is a male (age unknown). The target lesion location was the left common iliac artery. The lesion was described as a diffuse, type a lesion. The lesion was not pre-dilated. The stent was delivered from the left common iliac to right common iliac (stent was delivered through aortic bifurcation). It was noted that there was some resistance encountered when crossing an acute bend at the aortic bifurcation. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to attempted stent deployment. When the stent was deployed, it folded in itself. The stent size was 10x8, but after deployed in target vessel it looked like 10x4 size. 70% of the lesion was covered by the stent. It was noted that there was no unusual force felt during delivery of the stent. The stent was post-dilated. Another stent was deployed, overlapping the first stent, to completely cover the lesion. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the affiliate states that during deployment of the smart control stent, the stent twisted and folded in on itself. The lesion was not fully covered by the stent and another stent was deployed to treat the entire lesion. The target lesion location was the left common iliac artery. The lesion was described as a diffuse, type a lesion. The lesion was not pre-dilated. The stent was delivered from the left common iliac to right common iliac (stent was delivered through aortic bifurcation). It was noted that there was some resistance encountered when crossing an acute bend at the aortic bifurcation. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to attempted stent deployment as the IFU recommends. When the stent was deployed, it folded in on itself and the 10x8 stent appeared to be 10x4 instead. Some 70% of the lesion was covered by the stent. It was noted that there was no unusual force felt during delivery of the stent. The stent was post-dilated. Another stent was deployed, overlapping the first stent, to completely cover the lesion. There was no reported injury to the patient. The product was received for evaluation and preliminary analysis shows a kink/tear in the shaft. One non-sterile pkg assy 10x080 smart bil120cm was received coiled inside a plastic bag. Unit was deployed. Stent was not received. Outer sheath was cracked at 12cm from ID band. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured in different distances and found within specification. The unit was introduced through 6f cordis catheter sheath introducer and no friction/resistance was felt. Analysis showed the body external surface presented evidence of elongation at the surroundings of the separation. The fracture surfaces for the braid wire showed evidence of twisting and ductile dimples. Elongation and ductile dimples are common characteristics of pieces which were stretched/ pulled until separation. Stretching/ pulling and/ or twisting could have been related to these separation characteristics; however, this could not be conclusively determined. The exact cause of the body separation could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures "stent - incorrect length-too short" and "tracking difficulty" reported by the customer could not be confirmed; due to stent was not received and no anomalies were found during functional and dimensional analyses. The cause of the failures could not be conclusively determined. Controls are in placed at the final assembly and processes to detect these kind of issues. Neither the DHR review nor the analysis suggests that the failures are manufacturing process. Therefore no actions were taken. The failure reported "outer sheath - cracked" by the customer was confirmed; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With the limited amount of information available and without return of the complete product for analysis or films of the event, it is not possible to determine if the stent was actually dimensionally different than labeled and we are unable to draw a clinical conclusion between the device and the event. It was noted that there was some resistance encountered when crossing an acute bend at the aortic bifurcation and that the sds was not advanced past the lesion and then withdrawn back into the lesion prior to attempted stent deployment as the IFU recommends. In this case, it is possible that vessel characteristics and procedural factors may have contributed to the reported event. The crack on the returned device was located right at the juncture where the metal hypotube ends which might have been caused during shipping, storage, or handling of the returned unit. With the information provided it does not appear to be procedurally related.